Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an unspecified infection, cloudy fluid and vomiting. The cause of the events was not reported. It was reported the patient was hospitalized for the events. Treatment was not reported. At the time of this report the patient outcome was not reported. Action with dianeal therapy was not reported. No additional information is available.